Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and loss of capture. A new lead was implanted. No additional adverse patient effects were reported.